Manufacturer narrative:
The customer stated that the event occurred on 31 samples, however only three patient samples were received for data analysis (B)(4). Review of the customer's data demonstrated that on the initial run, for all three patients, rbc and hct results were decreased while mch, mchc and plt were increased. There were no instrument generated flags. Per phone conversation with the customer on (B)(4) 2013 it was stated that the lab typically re-runs a patient sample if the mch was above or below a certain criteria. Each patient sample was re-run; the re-run results were accepted as correct. The field service engineer (fse) replaced a sticking actuator at vl12a resolving the reported issue for low rbc recovery. This failure mode could potentially cause erroneous rbc indices and plt results due to carryover, as a result of incomplete rbc bath drainage. (B)(4).

Event description:
The customer reported obtaining intermittent low rbc results with h&h check flags on three patient samples run on the lh750 analytical station. There were no erroneous results reported outside the lab, there was no death or change to patient treatment as a result of this event.